Event description:
Report received of an over-delivery, at 12:30pm, the patient received a 5000 unit bolus of heparin. Following the bolus, an IV drip was started. The pump was programmed to deliver 20,000 units of heparin on the primary line, with a volume to be infused (vtbi) of 500ml at a rate of 25ml/hr. The patient was then transferred to radiology for a CT scan. Reportedly, while the patient was receiving their lung scan between 3:00pm and 3:30pm, the pump started alarming. At that time, the pump was plugged into a wall outlet. The patient was then transferred back to their room on the medical surgical floor. At 4:30pm, the pump sounded an audible alarm and displayed the message "vtbi complete". The nurse noted that the heparin bag was empty and the rate on the pump was at 125ml/hr instead of the intended 25ml/hr. The heparin was stopped and the doctor was notified. A stat serum partial thromboplastin time (ptt) was drawn. At 10:44pm the heparin was restarted at 25ml/hr with the same infusion pump. The patient did not experience any adverse sequelae. Though requested, there was no further information available.